Event description:
It was reported that during implant the implanter was unable to get an introducer through tight subclavian anatomy due to chronic leads and new left ventricular lead. Lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.